Event description:
It was reported to boston scientific corporation on june 03, 2008 that a polyflex esophageal stent was used during a stent placement procedure on approx one and a half months before. (Patient age, gender and weight unknown). According to the complainant, eight days after stent placement, the patient complained of dysphagia and was unable to keep any food down. The patient reportedly underwent an esophagoscopy on eight days later, which revealed the esophageal stent to have "doubled on itself." The stent was removed. The reporter requested anonymity, and no information was obtained on patient outcome.

Manufacturer narrative:
The device was not returned; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The may 15 month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that no additional complains have been reported for this lot.